Event description:
Surgeon reported event as, "the pt presented with heartburn, coffee ground emesis and nausea. Eleven days later, after complete defill no heartburn or reflux, but pt was having severe back pain. Six days later, the band removed and access port remains implanted." The surgeon planned to reposition the aps lap-band system but pouch was too large and edematous." The explanted device will be returned. Investigation is in progress. Follow-up findings: per the physician, the casuality of the back pain was an acute slip and the "coffee ground emesis" was due to gastritis.

Manufacturer narrative:
The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Band slippage, pouch dilation, vomit, nausea, back pain, inflammation and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." Device labeling addresses the reported event of band slippage and pouch dilatation as follows: nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: gastritis, abdominal pain, chest pain, incision pain." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."